Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump was not suspending on low. Customer was not wearing sensor. No harm requiring medical intervention was reported. Troubleshooting was not performed; customer will discontinue to use the device. On (B)(6), 2022, customer reported pump does not suspend when low. Per customer, low is set at 70mg/dl. Customer said auto mode was on when she woke up to a low. Helpline explained pump suspends in manual mode. Customer stopped wearing a sensor when she went to get an MRI. On (B)(6), 2022, helpline asked customer for hospitalization details. Customer was hospitalized on (B)(6), 2022 at 06:00 for low blood glucose below 40mg/dl. She said her blood glucose kept dropping. She was treated with intravenous sugar water. Pump was used at the time of the incident. Per customer, auto mode was used. So, per customer, sensor was used.